Manufacturer narrative:
The device subject of the reported event was not returned for evaluation. Without the return of the device, an evaluation could not be completed, and the cause of the reported event could not be determined. The device history record was reviewed and confirmed the lot subject of the event was manufactured to specifications; no abnormalities were noted. A complaint review was performed and confirmed the reported event to be isolated for the subject lot. Steris performed in-service training on the proper use and operation for the reveal distal attachment cap specifically the importance of properly securing the cap to the endoscope. The instructions for use states, "place the reveal distal attachment cap onto the distal end of the endoscope. Slide the distal end of the endoscope to the alignment line. Secure the reveal distal attachment cap to the endoscope using medical grade tape ensuring not to cover the side hole. Gently pull on the reveal distal attachment cap to ensure that it is secure." No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5180244 that during a gastrointestinal procedure the end cap of their reveal distal attachment cap "dislodged and was retained in the patient as a foreign object". User facility personnel utilized another device and confirmed the procedure was completed successfully. User facility personnel confirmed the "foreign object" was dislodged and retrieved.